Event description:
It was reported that the patient experienced transient ischemic attack (tia) symptoms. It was further reported that the right atrial (ra) lead exhibited intermittent under-sensing possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress. The ra lead remains in use. No further  patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.